Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call loose drive support cap and compromised force sensor system alarm. Customer's blood glucose level was 325 mg/dl. Troubleshooting for the alarm was performed. Customer advised the drive support cap was protruded. Customer was advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and with cracked reservoir tube lip.